Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg104d804 serial# implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6) 2024, ubd: 21-apr-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for pump replacement due to early replacement indicator (eri). During the surgery, it was found that the catheter was disconnected from the suture less pump connector (8578). The cause of the event was unknown, and they were getting good pain relief before the operation. No diagnostics was performed. Actions/interventions: the healthcare provider (hcp) explanted the old pump and 8578 and replaced it with a new pump and 8578. Outcome: the issue was resolved. The patient medical history and weight were asked but unknown. The patient status was alive and no injury.